Event description:
It was reported that the lead was explanted and replaced due to atrial lead perforation. The patient condition is stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.